Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out. The displayed cardiac output was outside the acceptance criteria.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history found no new alarms in the driver's data file. Visual inspection of external and internal components found no abnormalities. Driver passed all functional testing for acceptance at incoming inspection. A 48-hour observational run was performed, no alarms were produced, no fluctuating pressure or output values were observed, and no irregular sounds were present. Customer complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The complaint was not replicated during testing; the root cause of the fluctuating pressure and output values and, customer reported, abnormal sounds was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Freedom driver functioned as designed. Device was not being used by a patient at the time of the complaint so no adverse impact occurred. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out. The displayed cardiac output was outside the acceptance criteria.